Manufacturer narrative:
E1 - email: (B)(6). The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno videoscope tested positive for 1 colony forming unit of moraxella osloensis, 8 cfus of moraxella osloensis and 4 cfus of micrococcus contamination. The issue was found during a routine culture of the scope. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.